Manufacturer narrative:
In response to FDA report number mw5083784. The event of allergic reaction/hypersensitivity is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side "health problems", "allergic to silicone...body has been having a reaction to the implants making me sick." The device remains implanted.